Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a unit was typed as b rh(d) negative when using ih-card abd (dvi+) conf. On ih-1000. This unit was labelled as o rh(d) negative. The blood group o was confirmed in a manual test method. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused a false positive test result. Our quality control laboratory is still testing the retention sample of the supposedly defective product. Investigation of the provided instrument documentation is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a donor unit was typed as b rh(d) negative with ih-card abd(dvi+) conf. On the analyzer ih-1000. The unit was labelled as o rh(d) negative. The blood group o was confirmed in a manual test method. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused the false positive reaction in the anti-b well. However, the corresponding trace files and the image were provided. The result image showed that there were little to no red bloods in all wells. The trace file analysis showed that the false positive result was due to haemolysis of the dilutions distributed in the well. That obscured the gel. During a customer visit it was noted that the customer incorrectly diluted the packed red cells from the donor blood bag segments prior to testing on the ih-1000. This led to a weaker concentration and smaller pellet. The users were re-trained not to dilute the samples before testing. The customer confirmed shortly after escalation of the complaint that the complaint was caused by an user error, meaning that they had diluted the red cells of the donor unit prior to testing. The customer was advised to follow the instruction for use. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. No further complaints regarding this lot were reported. The investigations showed that the complaint was a clear user error.